Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in intraoral region #5 it was verified its non osseointegration. A 42 ncm of primary stability was achieved and immediate load was performed.